Event description:
It was reported that a ¿couple of weeks¿ after implant, high impedances were measured. No symptoms were reported. The patient later had a revision and the doctor replaced the old lead with a new one as they assumed the lead would be the problem, but the high impedances remained. The implantable neurostimulator (ins) was then replaced with a new ins and impedances were normal. Following the ins replacement, the patient was doing ¿fine¿ and therapy was working as it should.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Normal impedances were measured on all circuits and electrode pair combinations when measured with a known good lead.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.